Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic myomectomy, the tip of the shaft was cut with the scissors when removing myoma from semi-open. The pieces were removed with a forceps via a trocar and no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). File is not reportable.